Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred "last (B)(6) 2013" prior to contacting lfs. The patient reported obtaining readings of "404 mg/dl" compared to "233 mg/dl" on a bayer meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of (B)(4). The patient reported using insulin pump therapy to manage her diabetes. It is unknown if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on "(B)(6) 2013") prior to contacting lfs, her "feet were hurting". The patient reported on (B)(6) 2013 she went to her doctor's office to received treatment of ulcer on her foot. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement and was using an approved sample site at the time of testing. The patient's test strips were in good condition. The patient's test strip vial was in good condition and she was using the correct testing steps. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.